Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro IV catheter the device connection was loose and not able to connect to mating component. The following information was provided by the initial reporter, translated from japanese to english: this report is about connection failure. The complaint product was connected to injector tube, but the connection was looser than usual. The injector tube was replaced with another one, but the event was not resolved.

Manufacturer narrative:
H6:investigation summary bd received a 22 gauge insyte autoguard blood control unit from lot 2305382 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the unit. Additionally, three photographs of the device were provided but no damage or defects could be identified in the photos as well. Next, the unit was inspected under a microscope and no damage could be found to the unit or its threads to create a connection failure. Finally, the engineer connected the device to an iso luer lock syringe and performed a leak test. The syringe and device made a successful connection and no leakage was observed coming from the unit. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro IV catheter the device connection was loose and not able to connect to mating component. The following information was provided by the initial reporter, translated from japanese to english: this report is about connection failure. The complaint product was connected to injector tube, but the connection was looser than usual. The injector tube was replaced with another one, but the event was not resolved.

Manufacturer narrative:
Correction- remove device failure from reportability. Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte autoguard bc. Device failure: connector loose.

Event description:
No additional information.